Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer had successfully boot-up without issues. Analysis result found a portion of the internal circuit had become overheated which resulted in the observations reported from the field. Further, it is noted that there was error code displayed in system log. The circuit was replaced and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information from the field representative that this programmer had burning smell coming from the cord. Also, it was noted that the programmer was hot and there was smoke. The programmer will be returned for analysis. No adverse patient effects were reported.